Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted as well as in the silicone housing next to the needle chamber. The valve was tested for programming. With programmer 82-3126 sn (B)(4), the valve passed the test. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, the valve leaked from the needle holes in the needle chamber and from the needle holes next to the needle chamber. The valve was reflux tested, the valve failed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3844, with lot crpbll, conformed to the specifications when released to stock on the 29th january 2015. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the setting pressure of the device could not be changed. Since the patient's condition was getting worse, the device was removed on (B)(6) 2016. Further information would be provided as soon as we receive it from the facility. 2/1/2016 per affiliate: patient information : (B)(6)-old girl with congenital hydrocephalus and dandy-walker syndrome updated complaint description: on (B)(6) 2015, the device was implanted through posterior cranial fossa via s-p shunt to a (B)(6)-old girl with congenital hydrocephalus and dandy-walker syndrome. The initial setting pressure was 80mmh2o. On (B)(6) 2016, the setting pressure was lowered to 60mmh2o. The patient had vomiting and the valve was suspected to be dysfunctional. On (B)(6) 2016, the device was found to be occluded by contrast radiography and shunt infection was also confirmed. On (B)(6) 2016, the device was removed. The patient has been monitored while being drained. According to the surgeon, the valve was implanted near the neck where the valve was subject to damage caused by the patient's movements.